Event description:
During a benign prostatic hyperplasia (bph) procedure, the first fiber laser seemed to have burnt out at 6,549j and 1:02 minutes of use. The physician switched to a second fiber to continue with the procedure. It was reported that the second fiber (subject device) tip broke off, and it was forward firing at 120,128j and 15:25 minutes of use. A third fiber was utilized to complete the case without clinical consequences to the patient.